Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure after the initial harvest of a partial vein was completed, vasoviewhempro vh-3500 had the silicone cover of the jaws become fractured and begin to fray when they needed a little more vein. Harvester was harvesting another section of the vein and was ligating branches when a piece of the silicone cover fell off the device into the tunnel. The piece was retrieved using the jaws of the device. There was a procedural delay of a few minutes while another device was being opened. The case was completed successfully. There was no patient harm.

Manufacturer narrative:
Trackwise #: (B)(4). The device was returned to the factory for evaluation on 06/17/2024. An investigation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heating element. There were no visual defects observed on the gray hot jaw insulation. The gray cold jaw insulation was observed to be peeled and detached from the cold jaw, exposing the entire cold metal jaw. The detached silicone insulation was not returned for evaluation. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000377699 history record review was completed. There was one (01) ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b2,b4,g3,g6,h2,h11. Corrected section: b1,h1.

Event description:
N/a.